Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had multiple scratches and screen was difficult to read. The customer's blood glucose value was unknown. It was reported that insulin pump had scratches on buttons. Troubleshooting was performed for damage. It was reported that insulin pump did not fill properly and had to repeat the process resulted in error. The insulin pump will not be returned for analysis.